Event description:
A customer reported to beckman coulter, inc. (Bec) that higher than expected free triiodothyronine (access ft3) results, above the normal reference range, were generated by access 2 immunoassay system for one patient over the period between (B)(4) 2011. The results were reported out of the laboratory, and the patient received additional drugs, bisoprolol and marcumar, since the first elevated freet3 result was obtained in (B)(4) 2011.this report documents the event occurred on (B)(4) 2011. The related events on other days are documented in mdrs listed below: 2122870-2012-000193,2122870-2012-000194,2122870-2012-000195,2122870-2012-000196,2122870-2012-000197,

Manufacturer narrative:
The patient sample was collected in a serum sample tube and centrifuged for 10 minutes at an unspecified speed. Qc was performing within the customer's established limits on the date of the event. Per the customer supplied documentation, system checks performed on (B)(6) 2011 passed within the instrument specifications. The patient sample was sent to bec customer product line support (cpls) for additional testing: bec was able to confirm the customer's free t3 and free t4 results on undiluted sample. Heterophile testing did not detect interference since none of the blockers used were able to modify the signal. The sample was then tested by an alternate method (roche), which confirmed access ft3 and ft4 results. The root cause for the difference in ft3 results between access ft3 and the customer's alternate method is unknown.